Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired two clips on the first firing. The third clip fired fine. The case was completed with the device, and there was no patient consequence.

Manufacturer narrative:
Date sent: 04/02/2009. Device fired through lockout empty. Evaluation summary: the analysis result for the el5ml instrument found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.